Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that during an extraction of a pacemaker catheter, the customer pushed the pivot button on the geometry module, but detects that the button failed and blocked all movements of the table, the x-ray was still functional. The customer technician decides to shutdown the system in order to solve the problem with the geometry module. When the system was ready again, the movements was stopped with the same error. When they started using x-ray to verify the position of the catheter the customer noticed that the patient had an atrium perforation, then the customer decided to transfer the patient to the surgical room for a cardiac surgery.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: analysis was done by an electrical designer: the unit was connected to the test tool. The user interface was not detected by the software and no function worked . After that the unit was opened up and investigated further: inside it was clear that liquid had entered the enclosure and caused oxidation of the electronics on the pcb. This kind of oxidation will cause failure or erratic behavior of the electronics. This matches the complaints. On the inside and outside of the enclosure it was also clear that a lot of liquid had entered the unit. The cable guide also seems affected. Probably caused by chemical cleaning liquids. Conclusion: liquid has entered the unit which caused oxidation. This caused a malfunction of the unit making table movements impossible the instructions for use ¿allura xper fd series - basic operation¿ states in chapter 8 maintenance: caution never allow water or other liquids to enter the product, since these may cause electrical short-circuits or metal corrosion. There is no evidence that suggests a direct link between the perforated atrium and the defective geo module user interface. Since the motorized movements were blocked (substantiated by the customers¿ service request), the perforated atrium cannot be induced by the system on its own. According to our clinical expert a perforation is a well-known risk in a catheter removal procedure. Considerable force is needed to rupture an atrium. Mechanical movement of the system and table were unavailable at the time of the event. During morning session, from 07:43 on until 11:43 and from the start of the procedure for the removal of the pacemaker, (we estimate any time after 11: 43 and 14: 22 when the service desk was called), the user received multiple user messages and warnings that something was wrong with the system. We cannot evaluate the reasons why the physician, decided to continue with the treatment in this case. In chapter 2 of the instructions for use is stated that ¿¿if any part of the allura xper fd series system is known (or suspected) to be defective, do not use it until a repair has been made. Operation of the allura xper fd series system with defective components may expose the operator or the patient to radiation or other safety hazards. This, in turn, could lead to serious or fatal injury.¿ this originally delivered geo module user interface device comes with an instructions for use stating notices and warnings for the user to take precautions to make sure no fluids can enter the device, specifically, but not exclusive w.r.t. Cleaning. This is addressed in the instructions for use chapter 8. It is explicitly stated that: ¿never allow water or other liquids to enter the product, since these may cause electrical short-circuits or metal corrosion¿. No similar complaints are reported. The defect has been corrected, the device has been replaced. Replacement rates of this device are within acceptable range. Outcome of the risk assessment is: acceptable. Conclusion is that no further action is regarded necessary.